Event description:
Pt reported obtaining back-to-back blood glucose results of 231 mg/dl and 53 mg/dl, while using the suspect device. Pt indicated that, based on the value of 53 mg/dl, she self-treated by eating glucose tablets. No add'l treatment was rec'd. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.